Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 515 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that they did not feel okay. Customer was assisted to change the set advised insulin should be at room temperature and they checked again the blood glucose and it says 416 mg/dl. Customer states the cannula was bent. The insulin pump will not be returned for analysis.